Event description:
On (B)(6) 2010, the pt underwent surgery with the g3 nail and u-lag screw. On (B)(6) 2010, the surgeon found through the x-ray that the lag screw cut out from the femoral head and the u-blade was bending. Therefore, the pt underwent removal surgery and had bha revision surgery on (B)(6) 2010.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00555.